Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge change error occurred during the load sequence. Subsequently, a malfunction alarm occurred. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from approximately 170-175 mg/dl.